Manufacturer narrative:
(B)(4). Batch # m55763. The analysis found that one pce60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open pancreaticoduodenectomy, the device was locked out at the 1st firing on the duodenum. Then, the device was fired after changing cartridges. However, about a half deployed staples from the proximal end were unformed though the other half deployed staples from the distal end were formed properly. The cartridges were gold. Another device was used to complete the case. There were no adverse consequences to the patient.